Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was hospitalized on (B)(6) 2018 due to hyperglycemia and diabetic ketoacidosis due to possible issue with insulin pump. Customer's blood glucose at the time of admission ranged from 14 mmol/l to 33 mmol/l at the time of incident. The customer symptoms related to the high blood glucose levels included nausea, vomiting and high ketones. The customer reported that on saturday night he was with his friend and had high blood glucose levels. The customer stated that the significant events leading to the hospitalization was that the throat was hurting. The customer also stated the he went to emergency room a month prior and was very sick. The customer was treated at the hospital. The customer reported that the event led up to the event was that the sensor was reading 9 and the blood glucose level was 33 mmol/l. The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 33 mmol/l and the sensor glucose was 9 mmol/l at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer has confirmed that the electrode was bent. Troubleshooting was not completed during the call. Customer was assisted with troubleshooting where it was determined that the cannula on the infusion set was straight. The customer stated that the insulin exited at the quick release. Product is not expected to return for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. The test guardian link with the glucose sensor simulator and the test blood glucose meter communicates properly to the insulin pump. Device programmed with multiple sg value and all registered properly in the summary history noted. Device received with broken belt clip rails, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.